Manufacturer narrative:
(B) (4). The device remains implanted thus product evaluation is not possible at this time. Post-operative images taken on (B) (6) 2008 revealed segmental construct l4-l6. The pedicle screw on the left side at l6 is broken mid-pedicle.

Event description:
It was reported the patient underwent l4-l6 (lumbarized s1) fusion with semi-rigid posterior rod fixation with rhbmp-2/acs and bcp placed on top of the lamina from l4-l6 on right side as well as posterolaterally bilaterally. Reportedly the patient had excellent relief of back pain until recently began having mild hip pain. Post-op images taken approximately 4 months post-op reveal a broken pedicle screw at left l6. It was reported that the surgeon will continue to monitor the patient. No revision surgery has taken place.